Event description:
It was reported that the patient was admitted to the emergency room with an mssa bacteremia infection, presenting with fever, hypotension, and symptoms resembling the flu. A transesophageal echocardiogram revealed vegetation on the right atrial lead. The pacemaker, right ventricular (rv) and right atrial (ra) lead were removed. A new rv lead was implanted through the right internal jugular vein and connected to a new pacemaker. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.